Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020, due to not bleeding. The date of customer passing was (B)(6) 2020. The cause of death was congestive heart failure. The caller stated that the customer had bypass surgeries in 2020 that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. Customer was using dexcom sensor at the time of the passing. Unknown if insulin pump was on auto mode. Customer had 5 bypass surgeries over last 5 years. Insulin pump will not be returned for analysis.